Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm during the load process. The customer's blood glucose level was not impacted. The customer was able to successfully load another cartridge. The customer did not recall any further details about the event.